Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Date of event is estimated. Date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention wherein system was explanted.